Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.

Event description:
A notification was received long-term outcome and quality indicator impella registry that the patient developed hemolysis during impella cp support. A transthoracic echocardiogram showed that the impella cp pigtail was facing towards the papillary muscle. Should the patient¿s lactate dehydrogenase levels continue to rise, repositioning or further intervention would become necessary. It is unknown how the hemolysis resolved.

Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the hemolysis cannot be determined as there is insufficient clinical information provided, and a lack of product or data logs returned.